Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range spec and no errors were observed during control solution testing. It should be noted, the results reported by the customer were found in the meter's internal memory log.

Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 25 mg/dl, 67 mg/dl and 181 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.